Event description:
During preventative maintenance of the device, the service technician reported that the led on the battery backup was not illuminated, suggesting that backup battery power may not be available. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.